Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The team evaluated the defective sample and arrived at the conclusion that potentially traumatic instruments and/or a use-case error may have contributed to the failure of the bag material. Without specific information from the user / representative, it is difficult to replicate the root cause for the failure mode observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The most probable root cause of the observed condition could be due to the use of potentially traumatic instruments and/or a use-case error. Without additional information from the user the failure observed could not be replicated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic procedure, while the specimen was being removed at the end of the case, the bag tore approximately 1.5 - 2" down from the bag opening - perpendicular to the bag opening. The surgeon reported that this has happened on two separate occasions however they only saved the bag from the last week's case and only reported to today as was observed by the sales rep.they grabbed the bag below the tear and continued to remove the specimen. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.